Event description:
It has been reported to philips that geometry movements were only partially available. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were only partially available. Review of system log file showed post safety post failed (safety line active) error. Upon functional testing, fse found the geometry issue was due to defective geometry module. The fse replaced the geometry ui module and loaded the relative software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.